Event description:
During a total gastrectomy procedure, there was a solid tone. There was no error code indicated. Another device was used to complete the case. There was no adverse consequence to the patient.